Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support and declined to provide further information. Additionally, it was report the customer experienced a low blood glucose (bg) level ranging from 40-50mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.